Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: patient came in for day +5. Labs drawn, fluids started an IV ativan given. While I was pushing the ativan I noticed several air bubbles in the line and the line continued to draw air bubbles in. I then realized there must be a problem with the line in which I disconnected and obtained a new tubing set. Manager was showed line and lot number was taken down. Luckily I gave IV ativan right after I connected the patient because had I not changed the line it may have drawn a lot of air in over several hours undetected as the leak was by the first port. Ref:2426-0007. Lot: 26015445.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 26015445 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2026. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.